Event description:
It was reported that there was a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, remaining within the normal range. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.